Manufacturer narrative:
Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. There is no 510(k) for this device as it is eua. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a false positive occurred. A doctor's office produced a negative result. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: problem description: customer stated that she used our test and was positive, but went to the doctor and was negative. Date of event or issue: (B)(6) 2021. Number of product received / affected: 1.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a false positive occurred. A doctor's office produced a negative result. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: problem description: customer stated that she used our test and was positive, but went to the doctor and was negative ¿ date of event or issue: (B)(6) 2021. ¿ number of product received / affected: 1.

Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿was positive but went to the doctor and was negative¿. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a false positive occurred. A doctor's office produced a negative result. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: problem description: customer stated that she used our test and was positive, but went to the doctor and was negative. Date of event or issue: (B)(6). Number of product received / affected: 1.

Manufacturer narrative:
Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. There is no 510(k) for this device as it is eua. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.